Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
The lamp of the device did not light due to the failure of the halogen lamp. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.